Manufacturer narrative:
H10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information received through the treating physician, a review of the device history record, log files, labeling and similar events reported to procept. A review of the device history record (DHR) for serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. F, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. A review for similar complaints under serial number (B)(6) confirmed no other similar events reported to procept. A review of similar complaints across all other systems confirmed a total of 25 similar events. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the log file, IFU, and DHR the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post aquablation procedure the patient was taken back to the operating room (or) to address bleeding due to a remnant median lobe enlargement flap in the prostate, which was treated with an xl resectoscope (per manufacturer's instructions for use, bleeding is a potential perioperative risk of the aquablation procedure). It was confirmed that hemostasis could not be performed post aquablation procedure due to the appropriate resectoscope available in the or not being long enough based on the length of the penile urethra. The patient began bleeding post procedure; therefore, the second procedure was performed with an xl resectoscope to address the remnant median lobe enlargement flap in the prostate. The patient was discharged home and reported to be in good condition. No malfunction of the aquabeam robotic system was reported.